Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage. Event log history was performed and indicated that high alarm displayed: upstream occlusion was recorded in history. During analysis, the customer's reported problem was able to be duplicated. During downstream occlusion (dso) pressure range test, both dso and upstream occlusion (uso) sensors were found faulty and this was the cause of the reported issue. Service will replace dso sensor and uso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an occlusion error. The issue was discovered during routine testing and there was no patient involvement.